Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s system controller being exchanged in response to an alarm was confirmed via the provided log file; however, the reported event of the controller¿s green pump indicators being red was not confirmed. The log file captured a low voltage hazard alarm on 02aug2025, which transitioned from a prior low voltage advisory alarm. This alarm appeared to have been caused by routine and extended use of the 14-volt batteries. The hazard alarm was active for approximately ~39 minutes before the patient¿s driveline was disconnected on 02aug2025 at 22:05:40 to perform the reported controller exchange. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Based on the log file data, the alarm that contributed to the patient exchanging their controller appeared to have been a routine low voltage alarm. The root cause of the reported pump indicator issue which also contributed to the patient exchanging their controller was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to connect their controller to a working power source in the event of a low voltage advisory or hazard alarm. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage alarms. Users are instructed to connect to a working power source to resolve low voltage alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) alarmed for 38 minutes. The green circle on the system controller was red, so the patient exchanged the controller. Log files from before and after the controller exchange were sent for review. On the original controller, the log file captured a loss of power to the mobile power unit (mpu) on 27jul2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. A driveline disconnect was noted at 10:05 pm on 02aug2025. Prior to the disconnect, the log captured several low power alarms from 6:46 pm to 10:05 pm that appeared to be due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. Log files post exchange captured a loss of power to the mpu on 04aug2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. The log did not show any alarms from 06aug2025 apart from power cable disconnects due to power source exchanges. The controller appeared to have been changed on 02aug2025. There were no other unusual events recorded in the log file event history. The mcs equipment had operated as intended.